Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the c drive was full. A technical support specialist (tss) followed the steps outlined in the knowledge article how to move medes station database to d drive. During the file migration, an error was encountered indicating insufficient disk space. Investigation showed the log file exceeded 40 gb, and the database was confirmed to be set to full recovery mode. The recovery model was changed to simple, the log file was successfully shrunk, and the file move to the d drive was completed successfully. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the c drive was full. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.